Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that his meter would not power on when the test strips was inserted. The patient stated that she was unable to test on her meter for approximately one week. She was able to test on her neighbour's meter and she had obtained results ranging from 50 to 91 mg/dl. The patient stated that one day (exact date not reported) the patient became unconscious. The paramedics were called and the patient was taken to the hospital. The patient was treated with an IV. The patient stated that she had taken insulin (it is not known why or when the patient took her insulin). Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence that the meter contributed to the serious injury. The patient is being sent a new bottle of control solution and a check strip. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information.